Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out of range pacing impedance. It was noted the pacing impedance was gradually rising in bipolar and was suspected to be gradually rising in unipolar too. Technical services (ts) reviewed device data and found there was a high out of range pacing impedance, greater than 3000 ohms, in unipolar. Also, after the lss was triggered, this rv lead exhibited oversensing of noisy signals. It was noted there was pacing inhibition greater than two seconds, however, this patient was not pacemaker dependent. Ts suspected the noise due to unipolar programming. Ts also discussed that there appeared to be higher ventricular pacing percentage around the time of the pacing inhibition. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.